Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the intensive care unit when the spring wire guide (swg) was inserted into the arrow raulerson syringe (ars), it became stuck. As a result, the physician moved the swg forward and back resulting in the swg becoming "cut". A second kit was opened and tried, however, the swg again became stuck in the ars. As a result, a third kit was opened and used without issue. There was no reported delay, death or complications to the patient. Additional information received on (B)(6) 2011 from (B)(6) stated as the physician was removing the swg, the core broke. The swg was removed in its entirety. The patient outcome is listed as "good."